Event description:
It was reported that there were burrs and splits with the introducer sheath in the package. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reen1167 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged introducer was confirmed; however, the root cause was not identified. The product returned for evaluation was one photograph which depicted a microintroducer dilator/sheath. The depicted region included the distal tip of the device and a portion of shaft. The handle was not visible. Usage residues were observed on the tip of the dilator. The tip of the sheath exhibited deformation. Part of the sheath tip flared outward. Damage was evident in the submitted photograph; however, inspection of the photograph was insufficient to identify the cause of the damage. Potential contributing factors include attempted insertion against resistance and tip damage prior to attempted insertion.

Event description:
It was reported that there were burrs and splits with the introducer sheath in the package. No other information was provided.